Event description:
It was reported that an all-in-one empty container, with connector, had particulate matter. The particulate matter had been pushed into the fluid pathway when the customer spiked the bag of an all-in-one container. There was no patient involvement. No additional information is available. This is report 14 of 16 for this issue.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted. This is the same event as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was received for evaluation. The sample was visually inspected and no particulate matter was identified. The reported condition was not able to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.